Event description:
On (B)(6) 2010, patient reported the down button on the infusion device was not functioning properly. This was noticed on (B)(6) 2010 when attempting to program a bolus. Up button is functioning as intended. Patient started using this infusion device in 2007 and boluses 5-6 times per day. Infusion device has not been dropped or exposed to water or insulin ingress. The down button pops up after being pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.